Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_ 12.1 implantable collamer lens of diopter -9.5/1.5/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as unknown.